Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed error code 1122 (blower temperature high). It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. A philips service engineer (se) noted that the customer' v60 ventilator displayed error code 1122 (blower temperature high). It was noted that the blower assembly and motor control board needed to be replaced.

Manufacturer narrative:
A follow up was performed with the service engineer, and a response was provided that the issue occurred during device repair. There was no patient involvement when the issue occurred.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote for repair; however, the quote was cancelled, and no further actions were performed by philips. No further details could be documented regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.